Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was advanced into the patient. Upon removal of the dilator from the was, blood was noted to be leaking from the hemostasis valve. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.